Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000031158.

Event description:
It was reported that impedance check revealed high impedance on one of the leads. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was examined and repositioned which resolved the issue. There were no impedance issue. Therapy was confirmed post op. Investigation was unable to determine which of the leads had high impedance.